Manufacturer narrative:
(B)(4). This customer reported a pacer test failure. The device was returned to philips for eval and the reported symptom was confirmed. Replacement of the therapy pca resolved the symptom.

Event description:
This customer reported a pacer test failure.